Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The device was found to function as specified during testing. However, examination of the device event history log showed a previous error 42221 alarm had occurred. This issue was addressed by replacement of the microprocessor board. The root cause of this component issue has not been definitely established.

Event description:
It was reported that the device gave an alarm with the message "error 44441". No patient involvement reported.